Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tsb45 jaw would not open. Another instrument was fired to remove the instrument. The stapling and cutting was correct. There was no consequence to the pt. The device was discarded.